Event description:
It was reported that, "pt had been complaining of pain and had had a release ilipsoas tendon (B)(6)-2011. Pt still had pain and surgeon suspected loosening. Upon surgical inspection no components were loose, bearing surfaces looked good and will be returned. No decontaminated for biological examination."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.